Event description:
It was reported that after catheter insertion, the spring wire guide (swg) was removed, but was at that time found kinked and unraveled. Additional information received on 10/12/2009 stated that the swg was removed entirely and did not result in complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.